Event description:
The daughter-in-law of a (B)(6) male pt contacted zoll customer support to report the pt's battery charger/modem seems to be overheating. The pt was issued a replacement battery charger/modem and two replacement battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger overheating) has been investigated. Upon eval, the battery charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. The cause for the defective component cannot be positively determined but was likely the result of corrosion on the battery connector. The root cause for the corrosion cannot be positively determined but was likely the result of liquid ingress within the battery charger. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not recognized by monitor; corrosion) has been confirmed. Upon eval the battery connector was damaged as a result of corrosion. The source of the corrosion cannot be positively identified. No adverse event resulted from the defective component and corroded connector. The pt was issued a replacement battery charger/modem and two replacement battery packs. No problems were discovered with the pt's second battery pack. Battery charger/modem sn (B)(4), battery pack sn (B)(4): 01/2010.